Event description:
The facility representative reported to baxter product surveillance that the device failed to alarm upstream occlusion alarm during bio med testing. The device was in basal + pca mode. All speakers, volume and sensors were fully functional as far as the bio medical technician was aware. There was neither visual or audio alarms given and when the line was clamped the device did not alarm as expected. There was no patient involvement.

Manufacturer narrative:
(B) (4). The device has been received by baxter for evaluation, however, the evaluation is not yet fully completed. As soon as the evaluation has been concluded, a follow up report will be submitted.